Event description:
It was reported that during the procedure, the coil (subject device) possibly protruded from the aneurysm and got caught on the tip of the microcatheter. The physician used a snare device to remove both the coil and microcatheter from the patient's anatomy and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The coil was returned with the microcatheter (damaged at its distal end) used during the procedure. During visual inspection, the coil was found to be detached, kinked and stretched. No other anomalies were noted. Functional testing could not be performed due to the damage noted to the device. The observed coil damages are likely due to the coil being caught on the tip of the microcatheter when it accidentally moved out of the aneurysm. Therefore, an assignable cause of damage by other device has been assigned to this investigation.

Manufacturer narrative:
This is 1 of 3 reports.

Event description:
It was reported that during the procedure, the coil (subject device) possibly protruded from the aneurysm and got caught on the tip of the microcatheter. The physician used a snare device to remove both the coil and microcatheter from the patient's anatomy and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.